Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a ranger sl drug coated. Visual analysis of the shaft noticed multiple areas of buckling and kinking. The guidewire was returned stuck inside the device. The device was soaked for 48hrs in a 37c water bath to try and loosen the guidewire and remove it. After soaking the guidewire would not exit the device. The guidewire was sticking out of the tip end 104cm. The guidewire was sticking out of the hub end 46cm. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report#: 2134265-2016-11898. Reportable based on device analysis completed on 06dec2016. It was reported that during a percutaneous transluminal angioplasty procedure, difficulty advancing over the guidewire occurred. The target lesion was located in the distal superficial femoral artery (sfa). After a v-18 controlwire guidewire was positioned in crossover technology, a 3.00mmx80mmx150cm ranger sl dcb otw balloon catheter was attempted to advance over the guidewire, but just a part of the balloon catheter could be pushed over the wire. The balloon catheter and the guidewire were removed. The procedure was completed successfully with a mustang catheter. No patient complications were reported and the patient's status was well. However, the returned device revealed catheter entrapment on guidewire.